Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device kept prompting "connect pads" when the defibrillation electrodes had already been applied to the patient. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, no adverse event was reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was not able to duplicate the reported issue. The device performed as expected during testing. The cause of the reported issue could not be determined. The customer received a replacement and this device will be archived by heartsine.

Event description:
The customer contacted heartsine to report that their device kept prompting "connect pads" when the defibrillation electrodes had already been applied to the patient. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, no adverse event was reported.